Event description:
An infusion of 120 ml of daunomycin was started at a rate of 20 ml/hour from a secondary bag. When the nurse checked the infusion after one hour, the red-colored drug had migrated in a retrograde direction past the check valve and had reached the bottom of the drip chamber, which itself was 80 to 90% full. This indicated that the check valve had failed, allowing backflow past the valve. It was caught and clamped before the chemo was diluted into the primary bag.